Manufacturer narrative:
The initial MDR 2432235-2020-00150 was filed on 14-feb-2020. The first supplemental MDR 2432235-2020-00150_s1 was filed on 12-mar-2020. Additional information (19-jul-2021): siemens investigation determined the customer site had a film or growth lining the inside diameter of the reagent probe 2 (rp2) after the reagent probe was in use for a number of weeks. The investigation concluded the source water and/or instrument water at these sites had water contamination that far exceeds the atellica ch 930 analyzer's water quality specification (microbial content <50 cfu/ml) in the atellica operators guide and online help (olh). In many of the cases the colony forming units (cfu) were too numerous to count (tntc). Once the water systems and atellica ch 930 analyzers were decontaminated and bought back into the system water specification, the reagent probes no longer showed signs of a film of growth on the inside diameter. The cause of the issue was microbial contamination of a water supply. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00150 on 14-february-2020. Additional information (26-february-2020): siemens confirmed the repeat of the same sample yielded expected results and concluded that it is not a total bilirubin (tbil_2) reagent lot issue. Siemens reviewed the instructions for use (IFU) and the atellica ch operators guide and confirmed the following: as per the total bilirubin (tbil_2), instructions for use (IFU), samples outside of the measuring interval are flagged with "< measuring interval" and are unreportable. As per the information documented in the atellica ch operators guide, "< measuring interval" is a flag described as "the result was below the low value for the concentration or index calculation". A valid result is any result that does not associate with an error. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens noted that quality control (qc) level 2 was above the specified range. Siemens checked the event log and found no hardware failures. The maintenance log was reviewed and the photometer lamp was replaced on 17-january-2020. A full system autocheck was performed and the photometer flagged for pooled variance. The photometer wavelength was tested and passed. An individual photometer autocheck was performed and the test passed. Siemens ran a photometer autoalignment and reset the offset. A full system autocheck was performed and the photometer continued to flag for pooled variance. Siemens dispatched a customer support engineer (cse) to the customer site. The engineer performed an inspection and replaced reagent (r2) probe and performed the alignment. The customer performed a qc and precision study to verify the performance of the instrument. No issues were noted. Siemens is investigating.

Event description:
A discordant falsely depressed total bilirubin (tbil_2) result was obtained on an atellica ch 930 instrument. The discordant result was reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing. The repeat result was higher and the customer issued a corrected report. There are no reports of patient intervention or adverse health consequence due to the discordant tbil_2 result.